Event description:
Patient (pt) came in for egd (esophagogastroduodenoscopy) with dilation and was unable to be dilated due to dilation balloon malfunction. Cook dilation balloons were difficult to place down the scope. Second physician came to bedside to try and assist and had the same difficulty. The tech and rn (registered nurse) tried 3 different dilation balloons with 3 different scopes to make sure that there wasn't an issue with any of those devices. Pt needed the dilation to assist with swallowing as she is on palliative, and this was therapeutic for her quality of life.